Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.